Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of a caesarean section, the needle broke. A new suture was opened to resolve the issue. There was no patient injury.